Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and entered service mode when testing. Calibrated vacuum and pressure regulator which failed to pass the pressure reading of 295 mmhg. It was below the benchmark of 390 mmhg. The fse tried changing the muffler and adjusting the rg3, the pressure value was lower than the threshold. It is expected that the compressor scroll is broken, and it will be tested later (useful life 5000 hours). It was recommended to replace the safety disk due to using the balloon 11,624,084. (Suggest 6,000,000 replacements. I will bid later. The device has been in use for 5,011 hours. The fse replaced the compressor scroll with 1 new scroll and 2 new mufflers. Calibrated regulator, function test passed and calibrated iabp passed. Tested the balloon and the machine can be used normally. The fse replaced the spare parts for use first. Wait for the certificate to be issued later, and the bid will come later. Old spare parts stay at the medical instrument technician. All functional and safety checks completed to meet factory specifications.

Event description:
It was reported prior to patient use that the autofill of the cardiosave intra-aortic balloon pump (iabp) had failed. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings and component codes), h11. A getinge field service engineer (fse) evaluated the unit and when testing auto fill to operate the balloon, the alarm 'autofill failed' .entered service mode, during the test step, calibrated vacuum and pressure regulator did not pass. The pressure reading was 295 mmhg, which is below the standard of 390 mmhg. The fse tried replacing the muffler and adjusting rg3, but the pressure remained below the standard. It is suspected that the compressor scroll is faulty. It was recommended to replace the safety disk due to using the balloon. The device has been in use for 5,011 hours. The fse replaced the compressor scroll (0119-00-0236) 2 new mufflers (0103-00-0631) and safety disk (0202-00-0140) since it has been used to inflate the balloon 11,624,084 times. Calibrated regulator, function test passed and calibrated iabp passed. Tested the balloon and the machine can be used normally. All functional and safety checks completed to meet factory specifications.